Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical product: unknown head, unknown liner and unknown cup. Multiple reports were submitted along with this report 0001825034-2022-01524, 0001825034-2022-01525 and 0001825034-2022-00980. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is being considered for a revision due to instability of the acetabular cup and joint dislocation approximately 7 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified left total hip arthroplasty with dislocation of the acetabular cup, medial acetabular wall fracture and acetabular protrusio. The bone fracture likely caused the cup instability. Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.